Event description:
Additional information has been received that surgical intervention was performed and this lead was successfully explanted. Another ra lead was implanted. The patient tolerated the procedure without issue. It was requested that the lead be returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 2,000 ohms. Noise and farfield oversensing were also noted on the ra channel, resulting in inappropriate atrial tachy response (atr) mode switches. Programming changes were made to the device, which resolved the oversensing. No adverse patient effects were reported.

Event description:
Additional information was received that the lead likely will not be returned for analysis as it was destroyed during the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--